Manufacturer narrative:
Continuation of d10: dtpb2d1 implanted: (B)(6) 2022; 0185 lead, implanted: (B)(6) 2009; 4136 lead, implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to a systemic bacteremia infection. It was further reported that the patient had presented to the hospital due to experiencing nausea, dizziness, hypotension and fever. It was noted the patient had sepsis (several times) and also had a soft tissue skin infection from right and left foot skin ulcers. It was noted an antibacterial absorbable envelope was in use at the time of the reported infection. Medications were administered as a result of the event. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient also developed endocarditis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.